Manufacturer narrative:
The event occurred in the us. This complaint is opened out of the cardiohelp complaint (B)(4). It was reported that during start up of treatment. It was reported that the pump was not rise above 0 prm. Bubble alarms were detected and after multiple times to clear the air, it was not successful. The emergency drive was used. No harm to any person has been reported. The affected product was discarded by the customer; therefore, no technical investigation could be performed. Neither a picture nor a video were provided. However, a medical consultation was performed by getinge medical affairs on 2025-03-25 with following conclusion:"based on the available data (customer complaint report) regarding an hls set advanced, a pump failure was reported during initiation of support which was characterized by the inability of the pump to rise above 0 rpm. A bubble detection alarm was triggered. Multiple attempts to clear the air were made (as explained by the customer). The hand crank was used during the transition between cardiohelp and rotaflow system, and the system was subsequently switched to a rotaflow, allowing support to resume. An on-site evaluation confirmed that the issue was the result of an airlock in the pump. A clinical consultant professional (ccp) successfully cleared the air in a non-clinical environment, after which the pump resumed normal function. Regarding the system and disposable usage, the hls set was originally in use; however, replacement of hls components was not reported. Indicating that no such switch occurred. Additionally, the lot number of the exchanged disposable product was requested for traceability purposes, but this information has not been provided. Despite post-incident investigation on-site, the exact source of air entry could not be determined. Cannulas were considered as a potential contributing factor, but no conclusive link was established. Open IV right-heart-sided access may also have been a means to air entrainment. As the affected hls set was discarded , no further investigation is possible. Therefore, a definitive root cause cannot be proposed. In conclusion and without more details regarding the complaint, it is challenging to assign the reported event to either a diminution in performance or malperformance to the product in scope. That said, the presence of air in the circuit of the hls set advanced may have, indeed, elevated the delta pressure between the inlet and out of the membrane which may have resulted in a delay in patient support secondary to exchange of the product. The presence of air in the circuit of the hls set may impact the pump flow either by triggering an automatic bubble intervention or causing an airlock, which could prevent any flow generation. This scenario could leave the patient without blood flow, necessitating a rapid and skilled intervention by the medical staff to restore circulation and ensure patient safety. Airlocks in centrifugal pumps can result in therapy interruptions, making swift intervention and system redundancy essential. The successful transition to a rotaflow in this case exemplifies the need for immediate corrective action. These findings align with existing literature that highlights the risks of air entrainment in extracorporeal life support systems." In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "air in product" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
Complaint ID# (B)(4).

Event description:
The event occurred in USA. It was reported that during start up of treatment the pump was not rise above 0 prm. Bubble alarms were detected and after multiple times to clear the air, it was not successful. The emergency drive was used. The cardiohelp and hls set were exchanged to a rotaflow device. No harm to any person has been reported. The affected cardiohelp device will be investigated in complaint: (B)(4) (mfg report number: 8010762-2024-0000521). As the hls set was exchanged during treatment, a report in the us is required. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.